Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device didn't recognize the new battery. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer's device and battery were not returned to stryker for evaluation. The customer received replacement battery and confirmed that the battery was successfully recognized by the device. The reported issue could not be verified or duplicated and a conclusive root cause of the reported issue could not be determined. The device remains in service at the customer.

Event description:
The customer contacted stryker to report that their device didn't recognize the new battery. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.